Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her father¿s onetouch ultra2 meter was experiencing a power issue. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist following a review of the initial call recording. The reporter claimed that the alleged power issue first started at an unspecified date and time ¿less than a month ago¿ when her father¿s onetouch ultra2 meter would not turn on, preventing him from performing a blood glucose test. The patient manages his diabetes with insulin ¿ no adjustments (levemir, 25 units in the morning and 25 units before bed) and oral medication (metformin ¿ once a day, dose not specified). It was reported that in response to the alleged product issue, despite not being able to perform blood glucose tests, the patient continued with his usual diabetes management routine. The reporter stated that at an unspecified time after the start of the alleged product issue, in the same week, the patient began to develop the symptom of feeling ¿dizzy¿ which, it was reported, the patient associated with a high blood glucose excursion. The reporter claimed that in immediate response to the alleged symptom, the patient ¿lay down and took insulin¿. On thursday may 9, due to his reported symptom, the patient¿s doctor sent him to get ¿blood work¿ done, where a laboratory blood glucose test was performed. With regards to the result of this laboratory blood glucose test the reporter stated ¿he got 9.8¿ I don't know what that means, that¿s what he says the doctor said¿. The reporter also claimed that at an unspecified time, around the same time that this laboratory test was performed, the patient obtained blood glucose results on the subject meter of ¿380 ¿ 480 mg/dl¿. The reporter claimed that at this point, her father was still experiencing the reported symptom of ¿dizzy¿ and as a result of this he was advised to make an appointment with his doctor. He attended his doctor¿s office on monday may 13 for an appointment where he was given ¿additional medication¿ of ¿bydureon 10¿ injection to be taken once a week as part of his normal diabetes management routine. During troubleshooting, the csr verified that based on the information provided the meter¿s batteries did not need replacing, there was no product misuse associated with this complaint and this was not the first time the patient was using the subject meter. The issue was not able to be resolved with training. The csr was unable to walk the patient through inserting a test strip as the patient and reporter did not have any test strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported as the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to an alleged power issue with the subject meter.